Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they found a crack in the collar on the expiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit after three weeks of use with a monnal t50 ventilator.no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked. A lot check was not performed as a lot number was not provided. Conclusion: we were unable to determine what has caused the collar to crack. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. This product is intended to be used for a maximum of 7 days.